Manufacturer narrative:
9/2/2020 - we have requested the device be returned to the manufacturer. To date we have not received the product. 4/27/2021 - per the FDA's request, submitted a supplemental MDR that does not include the age and dob.

Event description:
08/12/2020 - the consumer claims to have second degree burns on his backside while in use of the product. Medical attention was received. 4/27/2021 - per the FDA's request, submitted a supplemental MDR that does not include the age and dob.

Manufacturer narrative:
09/02/2020 - we have requested the device be returned to the manufacturer. To date we have not received the product.

Event description:
On (B)(6) 2020 - the consumer claims to have second degree burns on his backside while in use of the product. Medical attention was received.